Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that chatter lines were noted during the creation of the flap, and in the stromal bed after the flap was lifted. The flap went back into place nicely after the treatment and no striae was seen. Upon follow up phone call, the technician reported that there were no issues and the uncorrected va was 20/20.